Event description:
It was reported on (B)(6) 2013 during a tibia nail procedure; a 8.5mm reamer head broke in the intramedullary canal while reaming over the 2.5 ball tipped wire. The surgeon had passed the ball tipped wire beyond the fracture, and encountered resistance at the proximal portion of the tibia. The surgeon attempted to free the reamer head by using axial force when he heard a crack. After the cracking sound a lateral x-ray was taken which showed that the reamer head had broke. The surgeon decided to leave the broken piece of the reamer head in the patient. There was a 30 min time delay. No harm to patient's. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.